Manufacturer narrative:
D10 concomitant product: 173016, 173016 endo stitch instrument (lot #j4h2659ey) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hiatal hernia repair using the instrument, the needle broke during suturing, and half of the needle was left in the patient. The surgical team opened another device to complete the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that no suture was returned with the needle. Functional testing found that since the needle was returned broken functional testing could not be performed on the returned sample. It was reported that the needle was broken. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition of premature toggle that had no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: prior to loading, ensure that the metal bars are fully extended. If the metal bars are not extended, follow the unloading instructions prior to loading the device. Insert the tip of the open jaws, with the logo facing up, into the reload and press firmly until fully seated. Squeeze the handles together and pull both toggle levers back until you hear an audible click. Now the toggle levers are fully activated. Take note that the black loading buttons will cover the red indicator boxes. Press down on the reload tab and remove the device and entire length of suture. To guide the needle through the tissue, close the jaws by completely squeezing the handles and reversing the position of the toggle levers until they stop. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.